Event description:
It was reported that there was an under infusion of ampicillin to an infant during an infusion due to a suspension in drug delivery (programmed amount and delivery rate unknown). It was reported that the infant had to be "re-poked" to finish the remaining medications.

Manufacturer narrative:
(B)(4). Baxter did not receive a device in relation to the reported symptom and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.